Event description:
Information was received indicating that while in use, a smiths medical cadd extension set leaked. It was reported that line safety was removed and changed, approximately 1ml of blinatumomab was lost in the line. New set was re-primed, and drug was restarted at the same rate. No patient consequences were reported. No adverse effects were reported.